Manufacturer narrative:
Correction to h6 coding.

Event description:
Related manufacture reference number: 2182269-2022-00048. It was reported that the patient presented during aveir vr implant procedure. During procedure, it was noted that the leadless pacemaker prematurely released from the delivery catheter. The reported leadless pacemaker was not replaced and implanted on 3 oct 2022. The patient was in stable condition.